Event description:
It was reported that during a laparoscopic lobectomy procedure, the sleeve was broken during use. Although the broken pieces fell into the patient, they were retrieved endoscopically and the operation field was irrigated. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged sleeve. Additional information received by the contact: the device was normal without damage before use. The device was used as a camera port. Besides, endo-cutter was also inserted through the device. The analysis results of the device found that it was received with the sleeve cannula broken and cracked. However, no conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.